Event description:
It was reported that revision of the right knee was due to poly insert wear.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.